Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. Information available indicated that when the coil was maneuvered within the microcatheter, the pusher wire broke. Based on this information, it is probable that procedural or anatomical factors may have limited the performance of the device during procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that when the coil was maneuvered within the microcatheter, the pusher wire broke. The coil and microcatheter were removed. There was no reported clinical consequence to the patient.

Event description:
It was reported that when the coil was maneuvered within the microcatheter, the pusher wire broke. The coil and microcatheter were removed. There was no reported clinical consequence to the patient.